Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the infant flow sipap has the trigger board defective. End user does not use the transducer option. No patient involvement. Failure found during preventive maintenance.

Manufacturer narrative:
G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.